Event description:
We have been informed that the rental nimbus mattress was bottoming out, however the pump has not been alarming to indicate any fault. The pt has developed a pressure sore as a result of the fault. Ref. MFR # 1000381138-2013-00009.

Manufacturer narrative:
Additional serial number: (B)(4) (mattress).